Event description:
It was reported by the patient that the implantable pulse generator (ipg) had migrated. Attempts to communicate with the clinic were unsuccessful. It remains unclear if intervention was required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).